Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2304 chills.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, around 3pm, the patient¿s cgm was reading 295 mg/dl following eating a snack containing grapefruit. The patient¿s spouse administered the patient with 8 units of insulin via injection per routine diabetes management. Around 5pm, the patient¿s cgm was reading 45 mg/dl however, the patient reported never receiving an alert from his dexcom device notifying him of his hypoglycemic state despite his low alert threshold being set at 70 mg/dl. A bg meter reading at this time showed a value of 39 mg/dl. The patient was disoriented, sweating, shaking, had a headache, felt cold, and his eyes were rolling back in his head. The patient¿s spouse treated him with a chocolate chip cookie and (2) glucose gel packets. The patient¿s bg meter reading value then dropped to 29 mg/dl while the cgm was reading 45 mg/dl. The patient¿s spouse gave him guava juice at this time and called ems. Once ems arrived, the patient¿s cgm was in a signal loss state and the bg meter reading was 21 mg/dl. The patient was further treated with IV fluids and a glucagon injection. After this, the patient¿s bg meter reading increased to 210 mg/dl. Ems left the patient after approximately 30 minutes. The patient was ¿fine¿ at the time of report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.